Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified medication for the event. It was reported pd therapy was discontinued. Four days later, the pd catheter was removed, and the patient was switched to hemodialysis. Three months later, hemodialysis was discontinued due to other indications. Eleven days later, the patient passed away. The cause of death was reported as due to the aggravation of renal failure. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. No additional information is available.